Event description:
A stryker micro drill was sent in for repair for running while in safe mode. The event occurred during testing prior to the procedure. Another device was used for the procedure; no adverse event was reported.

Manufacturer narrative:
During the quality investigation, the customer's concern could not be confirmed. However, corrosion was noted throughout the micro drill, including the motor contacts. An intermittent connection at the analog ground pin may result from this corrosion and cause the run-on condition reported. The corroded parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.